Event description:
During a procedure for prolapse and hemorrhoids, the device cut but did not staple. After closing the instrument again only a few staples came out, but did not close. The procedure was completed by additional suture. There was no adverse consequence to the patient.